Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous results generated by the coulter gens system on two (2) patient samples: erroneously high wbc results were generated for patient a. Erroneously high wbc and rbc, and low platelet (plt) results were generated for patient b. The results were reported out of the lab. Samples from both patients were re-tested on a different instrument and obtained results were considered correct. Amended reports were sent out. There was no death or serious injury associated with this event. However, the erroneous results reported out did result in both patients having a spinal tap performed.

Manufacturer narrative:
The specimens were collected from heel sticks. Qc is run each shift. Qc recovered within expected range before and after the event. The instrument performed as designed and generated flags that alert the operator to further review the patient's specimen. However, the operator did not follow the flags and reported the results anyway. A field service engineer (fse) was dispatched: the fse inspected the instrument, replaced several hardware components, and ran performance testing. Although parts were replaced, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.